Event description:
During testing, the display showed 12% when booting up the ht70. After 30 minutes, it suddenly changed to 21%. Calibrating the o2 sensor could not solve the issue. This issue was resolved by replacing the o2 sensor. There was no pt involvement in this case.